Event description:
A company representative reported that the tip of a reflex hybrid revision driver draw rod screw extractor fractured when removing a screw from the plate and the reflex hybrid plate holder is, "coming apart." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the reflex hybrid plate holder.

Event description:
A company representative reported that the tip of a reflex hybrid revision driver draw rod screw extractor fractured when removing a screw from the plate and the reflex hybrid plate holder is, "coming apart." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the reflex hybrid plate holder.

Manufacturer narrative:
A visual inspection was performed on the device and the reported issue was confirmed, whereby it was found that the tip of the device does not close uniformly as one prong remains longer than the other. Wear around the laser marking and on the body of the device was identified. The device is no longer functional as it cannot hold the plate as intended. Device history records were reviewed for the corresponding lot and no relevant issues were identified. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It was initially reported that the tip of a reflex-hybrid plate holder was not closing as it supposed to. The cause of the device mechanism coming apart is normal wear and tear due to device age. Per the surgical technique: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order.

Event description:
A company representative reported that the tip of a reflex hybrid revision driver draw rod screw extractor fractured when removing a screw from the plate and the reflex hybrid plate holder is, "coming apart." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the reflex hybrid plate holder.

Manufacturer narrative:
Additional information: d4, d9, h3 have been updated to reflect receipt of the device and device lot number.